Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple power source alerts and the pump could not be charged despite the attempted use of multiple usb cables and power adapters. There was no impact to the customer's blood glucose level. Customer indicated current pump and/or insulin injections were available for diabetes management.